Event description:
The customer originally contacted physio-control to report that their device had a premature charge pak icon present on the display. Upon examination of the unit, physio-control observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that the internal hybrid layer capacitor (hlc) batteries were depleted. The off-current was normal and no mechanical or visual abnormalities were found.the cause of the reported failure could not be determined.the customer was provided a replacement device.